Event description:
A laparoscopic cholecystectomy was performed. Upon firing the device on the cystic artery and duct the surgeon felt that the clips worked properly interoperatively. However, post operatively the pt suffered from several complications including pain in the upper right quadrant. Upon CT scan and x-ray diagnosis, the surgeon determined that the pt had suffered a biliary duct leak as there was peri hepatic fluid collection. Their hypothesis is that the bile leak resulted from clip dislodgement. Pt has recovered. Device is not being returned.